Event description:
The hcp reported that the patient presented to the emergency room with wheezing and pruritus and the hcp wants to stop the pump as he believes that the patient is experiencing an allergic reaction. The hcp reported that he did not want to empty the pump and wanted to know what drug was in the pump. The hospital did not have a programmer available to interrogate the pump. Final patient outcome was not reported. A follow-up report will be sent if additional information becomes available.